Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained through the femoral artery. The 95% stenosed, 3.5mm wide thrombotic target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx). A 6f non-bsc guide catheter engaged the vessel and a kinetix guidewire was advanced. Next, a 3.0x12mm balloon catheter was advanced and inflated to 14atms to predilate the lesion. The residual stenosis was reduced to 80%. A 3.5x12mm liberte stent delivery system (sds) was advanced and the stent was deployed at 14atms. The physician noticed that blood flow was weak distal to the just placed stent, timi I flow, due to a distal dissection but it was not caused by the 3.0x12mm stent. Then a 3.5x16mm liberte sds was advanced with excessive force but could not cross the just placed stent. Upon withdrawal, the liberte stent was pulled back into the guide catheter and the stent dislodged from the delivery balloon but remained on the guidewire. A 3mm apex balloon was advanced distally to the dislodged stent; it was inflated slightly and pulled back successfully removing the dislodged stent. Angiography revealed that blood flow was "in good level" therefore no further intervention was performed. No additional patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.